Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged discrepant results for five patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Accordingly, 5 mdrs will be filed per FDA guidance. Per customer problem report, all five patient samples initially tested positive for sars-cov-2 on the liat sn (B)(4). The same samples were retested on a different platform and tested negative for all targets. The customer also reported that they needed to recollect samples from the same patients and retest them, however, the results of the recollected samples were not reported. The positive results were released. No harm was alleged. A systems assessment based on the available data was performed and no system issue could be found. A reagent kit investigation has been initiated and is ongoing.

Manufacturer narrative:
Facility name truncated due to character limit: full name - (B)(6). A customer from the united kingdom alleged discrepant results for five patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. A systems assessment based on the available data was performed and no system issue could be found. Both background and baseline levels of the analyzer were stable throughout the dataset. There was clear amplification for all alleged runs, not motivated by either motion or optical disturbances. All allegations were confirmed as true positives. A reagent kit investigation has been initiated and is ongoing.

Manufacturer narrative:
Customer had previously indicated lab contamination that includes a contamination of safety hoods, benches and liat instruments. A reagent kit investigation was performed and no issues were identified. There is indication that the discrepant results are due to sample specific issues or lab contamination. The qiastat-dx sars-cov-2 respiratory panel limit of detection (lod) is published as 500 copies/ml where the liat scfa assay sars-cov-2 assay lod is published as 12 copies/ml which indicates a much more sensitive test. Please note, results with one assay may not be reproducible with a different assay. No system issue or product problem identified. (B)(4).

Manufacturer narrative:
Customer had previously indicated lab contamination that includes a contamination of safety hoods, benches and liat instruments. A reagent kit investigation was performed and no issues were identified. There is indication that the discrepant results are due to sample specific issues or lab contamination. The qiastat-dx sars-cov-2 respiratory panel limit of detection (lod) is published as 500 copies/ml where the liat scfa assay sars-cov-2 assay lod is published as 12 copies/ml which indicates a much more sensitive test. Please note, results with one assay may not be reproducible with a different assay. No system issue or product problem identified. (B)(4).